Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and two photos were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented battery was detected. This condition has a potential for patient harm. The unreported failures did not cause or contribute to the reported condition. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. Additionally the investigation identified another unreported condition of corrupt files that did not cause or contribute to the reported condition: it was noted that there was some corruption in the data saved to the handle, though no evidence of a power handle error was found. The most likely cause could not be established from the information available. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause could not be established from the information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the handle showed a defective icon. It was a red-crossed circle icon. The handle was rebooted several times with no positive results. There was no patient involvement. Medtronic's initial evaluation of the returned product found that the vented battery was determined to be from battery degradation (component failure) and the loose motor screw was determined to be a result of a manufacturing activity. It was determined that the thread locker applied to the screws was not activated properly.